Event description:
It was reported that the fast fix second t did not triggered. No patient injury reported.

Manufacturer narrative:
One unopened fast-fix 360 curved needle delivery system was returned for evaluation. The device was tested for deployment using a rubber meniscus model, each t deployed as intended.